Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. During the procedure, the lead was observed to have a high out of range high voltage lead impedance measurement. Additionally, the guidewire could not be inserted into the lead. The lead was explanted and replaced, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.